Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) would not unfold. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned positioned incorrectly in the iol case, the iol is caught in the lens case locking mechanism resulting in gross optic and haptic damage. Solution is dried on the iol. Both haptics are broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable. Unable to conduct dimensional and fold testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint "lens would not unfold". The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. We were unable to conduct fold and dimensional testing due to condition of returned sample. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).